Manufacturer narrative:
(B)(4). The device is currently shipping from italy to bbm in germany for investigation. A follow up report will be provided when the inspection results become available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the hospital sent to (B)(6) a report of incident on a (B)(6) patient (initials (B)(6).) Occurred during a subarachnoid anesthesia for a surgery procedure of left hidroecelectomia. At the beginning of anesthesia, the physicians settled the spinal needle and found some difficulty with feeling of contacting bone surface. They redirected the needle more cranially, they retracted the mandrel (which was tight) without leakage of liquid. Then they proceeded with the complete removal of spinal needle without having injected a local anesthetic. After having removed the needle, they noticed it was not tight because the distal tip was missing (almost 3.5 cm) and remained inside patient. The anesthesia and the procedure were suspended. Neurosurgery and orthopedics dept were contacted. Lumbo-sacral spine tac was performed so as to localize the foreign matter. The patient was transferred to other hospital. On the day after ((B)(6)) the patient was operated to remove the foreign matter and for a left hidroecelectomia.

Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. We have informed our manufacturer accordingly. 1) sample/s evaluation: complaint article was not returned. Other : test result of our retention samples. 1. Visual inspection: no abnormalities were not found. 2. Stiffness test result: no.1=0.29mm, no.2=0.29mm, no.3=0.30mm, no.4=0.30mm. They were within the specification. (Specification : maximum deflection 0.65mm). 2) historical review: review of in-process / process cards (where applicable). No abnormality were found. Our retention samples were within the specification. We assume of problems during application and consider the complaint was not justified.